Manufacturer narrative:
G4: 05mar2020 b4: (B)(6)2020. Further information received that there was no patient or user harm reported. The service technician confirmed the pm (power management) board was replaced to resolve the reported issue. The service technician repaired the ventilator and installed the board. Passed verification testing. After this repair the unit was confirmed to be operating within the manufacturer's specifications, and the unit is back in service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 5nov2019. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported vent would not turn on. The service technician verified the problem and checked the battery. The battery voltage is very low. The service technician is ordering a replacement battery.